Manufacturer narrative:
The original equipment manufacturer (OEM) reviewed the batch records for lot# 15fm0001 and found no deviations or discrepancies in record. The retained samples were reviewed and the appearance of the balloon, catheter body and valve function were normal. No broken tube or separation at the joints were found. The OEM performed a tensile strength test using (B)(4) retained units, (two from lot# 15fm0001). The destructive test resulted in measurements between (B)(4) of force, exceeding the minimum tensile strength of about (B)(4) required for tubing of this diameter. A photograph and a physical sample has been received. A visual inspection of the photos confirm that this is convatec product however the product was used and there is no way to determine what forces the inflation port may have been subjected to between the initial use and the time at which it was noted that the port was detached. This issue will be monitored through the post marketing review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. A lot number of 15fm0001 was provided, however, it is unknown if this is related to this reported event. Therefore, no lot number was updated. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. Note: a total of (B)(4) cases are associated with this complaint. A separate FDA form 3500a has been completed for that case. (B)(4).

Event description:
It was reported by tissue viability link nurse, that the device was used on a patient in the intensive therapy unit (itu) was found to be "damaged early in its use" and needed to be removed before the 29 days of intended use. It was reported that the balloon inflation port had broken off from the device and the device was replaced with an unknown product. No further details were provided by the reporter, including patient treatment and outcome.